Manufacturer narrative:
H6: evaluation codes: method - (other): lens work order search. Results - (other): visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found. Conclusion - (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a 12.1 mm micl12.1 implantable collamer lens, but the lens would not unfold in the pt's eye. The lens was removed within the same surgery with no pt injury, no enlarged incision or sutures. A backup lens was inserted, but it also would not unfold-see MFR. Report# 2023826-2006-01750. The pt is doing well. Another lens will be implanted at a later date.